Event description:
It was reported that an overstimulation sensation occurred and stimulation was in the wrong location. Power-on-reset (por) condition occurred. A physician mode recharge was performed and the por was cleared. An impedance check was done and all measurements were within a normal range. The pt was receiving good simulation and everything was working properly. The battery was charged to half.

Event description:
Additional information received reported that the patient was shocked by the implant again in (B)(6) 2011. At that time the patient was instructed to turn off the implant. The patient met with their healthcare provider later that day to get a reading from the device. The patient kept the device charged but was afraid to turn it back on due to shocking.

Event description:
Additional information received noted that stim was being felt even though "stim off" was indicated. The reason the patient couldn't turn the stim sensation off when the issue initially occurred was because the od (overdischarge) por hadn't been cleared yet. Pmr (physician mode recharge) por corrected the issue. The issue occurred after od recovery since a 0 x 8 por was indicated. The patient was in over stim after the od recover. It appeared the patient wasn't still getting the stim on sensation; that was resolved. The patient had concerns about turning the device back on because they were afraid it might shock them.

Manufacturer narrative:
(B)(4).